Event description:
The customer was hospitalized for high bgs and dka. Suggested customer to take manual injections as per md protocol. Troubleshooting was performed. The programming and histories in the pump were accurate. In addition, a lead screw test and high-pressure test were completed and passed within specification.